Manufacturer narrative:
Concomitant medical products: product ID: a810, product type: software. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient who was implanted with an implantable infusion pump. On (B)(6) 2021, it was reported that the pump began emitting a critical alarm at 10 minute intervals over 12 hours approximately 2 days after a refill had been performed. When the hcp connected to the pump with their clinician programmer, an error code of "2" was observed, indicating a reservoir volume change was expected. After this, the critical alarm stopped. No patient symptoms or complications were associated with the event. The patient's status was listed as "alive - no injury". Additional information was received from the foreign healthcare provider (hcp) via a manufacturer's representative (rep) on (B)(6) 2021. It was reported that the healthcare provider was still evaluating the case to determine between therapy end and replacement. The logs provided indicated that a motor stall occurred at 16:07 at (B)(6) 2021 and recovered at 1:08 on (B)(6) 2021. Another motor stall on (B)(6) 2021 at 19:00 was also noted. Additional information was received from the foreign healthcare provider (hcp) via a manufacturer's representative (rep) on (B)(6) 2021. It was reported that the hcp was already planning a therapy stop for the patient.